Manufacturer narrative:
Pump received with blank display due to missing battery spring. However, corrosion was found on the battery tube. Unable to perform operating currents, self test, rewind test and displacement test due to missing spring. Pump received with stripped battery cap coin slot(p). (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose value was 155 mg/dl. Customer reported that battery compartment threading had broken pieces. Customer stated battery cap contacts fell out when removed from the insulin pump. Customer was trying to replace the battery. Customer stated the top part of the battery compartment cap was missing. Customer stated they were unable to remove the battery cap on their insulin pump. Reviewed battery indicator to confirm low battery. Battery indicator showed less than 2 bars. Last battery change was 2 weeks ago. Battery lasted more than 1 week. The device was returned for analysis.